Manufacturer narrative:
The support arm was investigated by our field service engineer on-site and was identified defective. The support arm was not returned to manufacturer for technical investigation. The cause of the reported component failure has not been established.

Event description:
It was reported that the fixing bracket of the support arm failed and could not be fixed. There was no patient harm. Manufacturer's ref #: (B)(4).